Manufacturer narrative:
B.3. The event date is unknown; awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd low sorbing ext set had tubing kinked. The following information was provided by the initial reporter, translated from dutch to english: the pipeline buckles very quickly at that point. Our day hospital oncology brings us back 8 filters from bd ref (B)(4) with lot. (B)(4) exp. 03/11/2025. The connection points of the filter are softer in material and mat (see photo). The pipeline buckles very quickly at that point.

Event description:
Please confirm how the fault was identified? This can sometimes be seen visually as soon as you remove the product from the packaging and during administration it has also been identified please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? In both cases and even usually before priming please confirm if there is any visible damage on the set - such as cracks, flashes or deformation of the piston? Yes. Please confirm the exact location of the reported fault within the set? This is just before and just after the filter, see photo please confirm what substance was being infused during the time of the event? If noted before = nothing - for the situations noted after = chemotherapy i.e. Keytruda, opdivo, zaltrap, imfinzi or paclitaxel. Please confirm if this resulted in a leakage? No, filter was immediately replaced by another one given danger of leakage does seem to happen and is high in our opinion

Manufacturer narrative:
Additional information in section b. Investigation result: three c20350 samples were received in opened packaging from lot 22119056 for investigation. One of the sample had some residual fluid present, whilst the other two did not and the dust caps were in place. The customer reported that the tubing was weak and kinking. Additional information provided by the customer confirmed that the kinks were identified both prior to infusion and during infusion. A visual inspection of the returned samples confirmed the customer's experience; a cloudiness was visible at the upstream and downstream tubing joint to the inline filter. Furthermore, these spots were more prone to kinking when manipulated. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and no occlusion or restriction of flow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the kink was likely contributed to by an excess amount of solvent being applied to the tubing joint, which made the tubing more malleable, coupled with an incorrect coiling technique during the packaging process. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 22119056 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. Furthermore, the solvent dispenser used for this product has been modified in order to reduce the likelihood of defects of this nature occurring in future. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the c20350 product in the past 12 months.